Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, gap of right/left knob out of standards due to crumple part of bending tube, foreign material coming out due to blockage of channel, liquid did not flow due to damage of j-tube unit, condition of light guide bundle not good, and adhesive part of angle rubber broken. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during maintenance of the evis lucera elite colonovideoscope, the scope wire broke. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the returned device, foreign material was found exiting the scope channel (including auxiliary water channel). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further presume the cause of the suggested phenomenon. There was no information provided on evident misuse of the device by the user facility. Olympus will continue to monitor field performance for this device.